Event description:
Boston scientific crm received info that this implantable pace/sense lead was explanted due to the pt developed a systemic infection post procedure. There was no evidence of pocket infection.